Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cpsa c9 device was inserted into the right femoral artery in a female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. While the patient was in the intensive care unit (ICU), there was femoral and retroperitoneal bleeding. The partial thromboplastin time (ptt) was maintained at a slightly higher level due to atrial fibrillation and spontaneous echo contrast and was reduced to 80. The hemoglobin remained stable throughout the night. The thigh circumference increased from 62 cm to 63.5 cm; however, the patient was also experiencing fluid retention. Escalation to 5.5 discussed. After four days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the impella functioned at p-4 at 1.7l/min as intended with d5w sodium bicarbonate in the purge solution. The femoral/retroperitoneal bleeding can be attributed to large-bore access trauma, especially if the puncture is too high (above the mid-femoral head).

Manufacturer narrative:
B5 clinical narrative was updated. H6 health effect - impact code was added due to updated clinical narrative information. H11 additional information was received. The product was discarded.

Event description:
Updated clinical narrative on 7/16/2026: an impella cpsa c9 device was inserted into the right femoral artery in a female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. While the patient was in the intensive care unit (ICU), there was femoral and retroperitoneal bleeding. The partial thromboplastin time (ptt) was maintained at a slightly higher level due to atrial fibrillation and spontaneous echo contrast and was reduced to 80. The hemoglobin remained stable throughout the night. The thigh circumference increased from 62 cm to 63.5 cm; however, the patient was also experiencing fluid retention. Escalation to 5.5 discussed. Packed red blood cells were administered. After four days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the impella functioned at p-4 at 1.7l/min as intended with d5w sodium bicarbonate in the purge solution. The femoral/retroperitoneal bleeding can be attributed to large-bore access trauma, especially if the puncture is too high (above the mid-femoral head).